Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
Medtronic received information regarding a navigation system. It was reported the intra/peri-operatively during the navigate task of a cervical spine procedure, there was alleged inaccuracy of a few mm in the thoracic region after the frame allegedly moved. The site used the cranial frame, it was next to the head on the mayfield. A suretrak was used on an endoscope. There was no delay to the procedure and no reported impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated. The software analysis concluded that the software functioned as designed following review of the reported issue.